Event description:
Patient reported right side rupture diagnosed via ultrasound and capsular contracture, baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Rupture: not observed. Additional observations: brown particles on the surface of the shell. Deformation observed. No further actions are required as the device was implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: in the photo no observed openings in the device. Capsular contracture: unable to confirm as it is a medical event not related to the device, but next to the device has red biological tissue. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported right side rupture diagnosed via ultrasound and capsular contracture, baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Patient reported right side rupture diagnosed via ultrasound and capsular contracture, baker grade unknown. Device has been explanted and replaced.